Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported an unknown error code on their patient programmer. The patient stated they were not feeling any stimulation as of a couple day prior to the report. They went all the way up to 8.5 and still didn't feel anything, but their symptoms were doing good. On the day of the report, they started seeing a "call your doctor" code. When they tried to recreate the code to see what it was, the patient reported it was functioning normally. The patient said they had gull bladder surgery a few weeks prior to the report, but they turned stimulation off. Possible electromagnetic interference (emi) from the surgery was reviewed with the patient and it was suggested they follow up with their healthcare provider (hcp). Follow up from the patient on (B)(6) 2016 reported they needed a new battery, as the ins battery was dead. They noted that the issue was resolved. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.